Event description:
Medtronic received information that a patient with this aortic bioprosthetic valve presented with high gradients. It was reported that a month later, this patient had a stroke and that the valve was explanted. Reports from a preoperative echocardiogram revealed that there was no aortic regurgitation and no subvalvular left ventricular outflow obstruction. The report indicated that the elevated gradients likely were due to a combination of high cardiac output (based on the hypercontractile lv) and pressure recovery. The echo demonstrated normal aortic valve cusp appearance and motion, suggesting that there was no prosthesis dysfunction.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was received at medtronic's quality laboratory in 2009, and is currently undergoing analysis. Conclusion: the device history record verified that the valve met all manufacturing criteria prior to being released. Upon completion of the analysis, a follow up report will be filed.